Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product; however, the customer provided images of the product, which are currently awaiting analysis. Upon completion, a supplemental report will be sent with any additional findings. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. Patients that are post-myocardial infarction can show hemodynamic instability. Per the IFU, extreme care should be used during the measurement of pulmonary artery wedge pressure (pawp). In all patients, balloon inflation should be limited to two respiratory cycles, or 10 to 15 seconds. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use of a swan-ganz catheter in the coronary ICU, the balloon on a swan-ganz catheter was successfully inflated and pulmonary artery wedge pressure (pawp) was measured without issue; however, after an unspecified elapsed time, the physician attempted another set of measurements and when he inflated the balloon, the patient ¿underwent a severe hypotension.¿ this was reported to occur every time as the physician made several more attempts to inflate the balloon, until he realized there was a back-flow of blood coming from the catheter¿s inflation lumen. The specific diastolic blood pressure (dbp) and mean arterial pressure (map) values during the hypotensive events were not provided. The physician believed the issue was occurring due to the balloon ¿exploding¿ or tearing and quickly withdrew the catheter from the patient. It was observed that rather than ¿exploding,¿ there was a long strip observed down the body of the balloon and it was split in two. The customer required vasopressors to treat the hypotension and was reported to have successfully recovered. Patient demographics were requested and not provided. The suspect device was discarded by the customer.

Manufacturer narrative:
Per additional information received from the reporting facility, the patient had been admitted to the coronary ICU for a heart attack. The patient did not have any anatomical cardiac conditions that would have affected the catheter placement and at the time of the reported event, the catheter position had not changed from where it had been successfully placed at the beginning of the procedure. The balloon was inflated to confirm placement in the pulmonary artery. The patient¿s status was reported to be improving after receiving unknown doses of noradrenaline and dobutamine, two images were provided by the customer for review. An image evaluation was performed by the product evaluation lab and both images showed the balloon had a cut between the balloon bonds. Blood was visible under the balloon latex. The customer report of a balloon issue was confirmed on evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.